Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was placed onto impella support for high-risk percutaneous coronary intervention (hrpci). Upon initiating impella cp for hrpci, purge pressure low occurred. All connections were tight and in a minute or two the alarm resolved itself.

Manufacturer narrative:
H6: added type of investigation code b11. H11: added the results of the investigation. Investigation summary no product was returned. The clinical states that upon initiating the cp there were purge pressure low alarms, and all connections were tight and the alarms self resolved. The data logs show that the purge pressure dipped below 200 and the purge flow went to 30ml/h for approximately 3 minutes but then it resolved and was within the expected range. No other issues were seen. Due to limited clinical and no product returned, the root cause cannot be determined. Device history review - a phr cannot be performed as there were no imc logs returned or product to confirm cassette sn or lot number.